Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of supraventricular tachycardia (svt) resulting in several rounds of inappropriate anti-tachycardia pacing (atp). Device data was sent to rhythmcare for review. There was concern over the right atrial (ra) lead integrity contributing to the inappropriate therapy. Rhythmcare then discussed programming options to be considered. This device remains in service. No adverse patient effects were reported.